Event description:
It was reported that the insulin pump stopped working and the customer had reverted to manual injections. The customer's blood glucose was 11.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump exhibited no button response due to corroded keypad traces. It was not possible to test the operating currents and off no power alarm, due to the lack of button response. There was also moisture damage on both the electronic assembly and the motor.the insulin pump was received with a cracked case at display window corner. The reservoir tube, reservoir tube window and reservoir tube lip were all cracked.